Event description:
It was reported that wire broke, and released from the adenoid tip. The wire remained attached to the wand.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR. Visual inspection of the adenoid tip noted the electrode wire for the tip was compromised. The electrode wire broke at the corner. There was normal wear, and tear due to device usage. Inspection of the lot history record for plasmablade tna did not note any anomalies during the mfg of the reported.